Event description:
The customer reported the device vent inop, air valve liftoff failure. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer evaluated the device.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.